Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v012545, product type: lead. Product ID: 64002, lot# n322109, implanted: (B)(6) 2012, product type: adapter. (B)(4).

Event description:
It was reported through the implantable neurostimulator (ins) interrogation records that electrodes 5 and 7 of the ins had an impedance of 83 ohms. It was noted this was ¿out-of-range.¿ it was further noted the patient¿s therapy groups did not use electrodes 5 or 7 and instead only used the case and electrodes 2 and 6. A supplemental report will be filed if additional information is received.